Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported incomplete side cuts during flap creation nasally. As a result, the surgeon used scissors to complete the lift and proceed with treatment, including the fact that flaps would also have irregular stromal beds instead of the typical smooth quality, and flaps were also typically thicker with no actual and planned flap measurement in the patient's unknown eye during lasik surgery.   There are multiple related reports for this facility. This report addresses the unknown patient with an unknown eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The system was successfully verified prior to and after the surgery date. Latest preventive maintenance confirmed the system meets specifications as per service installation record. The review of logfile for the day of treatment shows all system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows forty seven successfully performed treatments without interruptions. Due to missing information about the treatment details the related treatment cannot be identified in the logfile. The review also shows that all treatments were performed with no or not relevant deviation between planed and performed energy. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Treatment report have been requested but not provided therefore a deeper analysis cannot be performed. Root cause could not be determined based on the available information. The manufacturer internal reference number is: (B)(4).